Event description:
The customer reported to olympus, the evis exera ii xenon light source, the front panel is blinking even when the scope is connected. The event occurred during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel leds were blinking intermittently most likely due to the faulty first turret motor, which was not rotating properly. Additional findings include the top cover and bottom chassis were both rusted, the front panel mouth was damaged, the hexagon wrench was missing, there was a residue stain on the optic lens, and the scope socket showed signs of wear and tear (replacement was suggested). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that led on the front panel flashed intermittently due to turret motor failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.